Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient was in the intensive care unit when this event occurred. The patient was unstable and his blood pressure had dropped during the arrhythmia. The implantable cardioverter defibrillator recorded three episodes of ventricular tachycardia (vt) with a quick convert to an anti-tachycardia pacing (atp) therapy which then accelerated the rhythm. The device successfully detected and delivered a 41 joules shock. No additional adverse patient effects were reported. This device remains in service.